Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient . Product ID: 97792, lot# n522571, implanted: (B)(6) 2015, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that there was an overdischarge. The event that led to the event included the patient's defibrillator going off and he was also shocked by the medical staff, so the hospital wanted to know if the system was still intact. They were unable to access programming using a clinician programmer (cp) and there was no response from the implantable neurostimulator (ins). The rep offered a power on reset (por) and trickle charge, but the patient declined. The patient declined the trickle charge stating he had not used it for the last few months and did not want to use it. The patient declined any further intervention. The issue was not resolved at the time of the report. The patient's relevant medical history includes spinal pain.